Event description:
Fracture of sacral pedicle-screw 3 months after use. Nothing precipitated the break in the screw at home. The pt had been pain free since the placement of the screw. Yet, on the date of the incident, pt began to feel pain again.